Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by a new dentist who informed them that they have an uneven bite, the right side does not close completely. Patient provided a bite video confirming that they have a posterior open bite present on the right side. Advise patient a 2 week rest period for the posterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.